Manufacturer narrative:
The original initial report was submitted on 10/26/2017 as MFR report #3004977335-2017-98245. Siemens' recommended workflow for patient positioning and handling is to fix the arms with restraint straps or for the operator to ask the patient to place their arms on their body. It is the responsibility of the operator to observe the patient during scanning and all table movements. Typically such an event can only occur if the patient is able to grab the side the table top and if the operator is not observing the patient. The reported incident is deemed as a user error. Considering this, there is no corrective action initiated. Customer address: (B)(6).

Event description:
Siemens was informed on (B)(4) 2017 that a patient's index finger on the right hand was injured on the patient table after completion of a lung scan on (B)(6) 2017. It was reported that the operator had pressed the unload button in the gantry room to unload the patient when the patient's finger was caught between the table top and the table stand. The patient was sent to the hospital's emergency department where the patient's finger was treated with sutures. The patient was asked to return to the hospital every week for treatment; however, the patient did not return. There is no further information regarding the patient's status at this time. This reported issue occurred in (B)(6).